Event description:
Customer reported the system is displaying a low ma error. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the battery pack, hvsr and gib board. System operates as intended. (B) (4)